Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, pneumo could not be established as gas kept leaking from the ports. There was a hissing sound also indicating the trocars were leaking. Procedure prolonged 15 minutes. Converted to open to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.